Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited insulation damage. The procedure was completed with an alternative lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found insulation damage consistent with procedural damage. The cause of the reported event was isolated to procedural damage. No other anomalies were identified.